Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl 13.2 implantable collamer lens of -10.5 diopter was implanted into the patients left eye (os) on (B)(6) 2021. Refractive surprise was observed. The lens remains implanted. Cause reported as device failed to perform as intended due to "ordered too high power icl."